Manufacturer narrative:
The insulin pump received with no bolus, esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was unable to test using minilink transmitter and blood glucose meter due to no esc and act button response. The insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 120 mg/dl. The customer stated that the escape button is really hard to press. The customer stated that she had to press the button very hard in a certain spot to get a response. The customer stated that the act button occasionally gave her issues. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.